Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm occurred during a bolus delivery. Customer's blood glucose was 316 mg/dl. Customer stated that the pump was bumped/dropped but no damage occurred. The drive support cap was checked and it was normal. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer was able to complete the rewind sequence. Customer was advised to return the pump with the battery and zero out the basal rates.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. There no motor error alarms noted. The motor was tested outside the device and passed. The insulin pump functioned properly. Intermittent button response was noted during testing due to corroded keypad traces. Pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.